Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low out-of-range pacing impedances of less than 200 ohms. Boston scientific technical services (ts) was asked to review the data and saw the impedance had been gradually dropping since implant. There was also a drop in rv intrinsic amplitude, visible noise on the electrogram, audible tones coming from the device, oversensing and intermittent undersensing, which caused inappropriate pacing. It was later found that there was insulation damage on the body of the lead. Subsequently, the patient underwent a revision procedure and the rv lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with clavicle area. The reported high impedance measurements, noise, sensing and pacing issues are likely the result of the lead damage observed by the laboratory. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies.

Event description:
It was reported that the right ventricular (rv) lead had low out-of-range pacing impedances of less than 200 ohms. Boston scientific technical services (ts) was asked to review the data and saw the impedance had been gradually dropping since implant. There was also a drop in rv intrinsic amplitude, visible noise on the electrogram, audible tones coming from the device, oversensing and intermittent undersensing, which caused inappropriate pacing. It was later found that there was insulation damage on the body of the lead. Subsequently, the patient underwent a revision procedure and the rv lead was successfully replaced. No additional adverse patient effects were reported.